Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated a 13.7mm vicm5_13.7 implantable collamer lens, -07.00 diopter, tore during loading. There was no patient contact. The backup lens was implanted with no problem. The patients post-op condition is good.